Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd cycler sets were damaged. It was further described that two (2) had cuts in the line and one (1) had a damaged plastic base. This was identified prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.